Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for review. Data was reviewed, which showed false impella position in aorta alarms two days into support. At the time of the alarm, the motor current pulsatility was decreasing and the placement signal remained stable showing strong aortic pressures. There is no evidence of biomaterial interacting with the pump. Thus, the root cause of the alarm was most likely patient condition. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella cp support ongoing when the team observed signal issues in which the pump was improperly alarming for the pump in the aorta. The pump remained on support. The patient eventually expired while on support.